Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced hypoglycemia event on 15-feb-2026.the blood glucose level was low at the time of the event and got treated by having half a sandwich. No further information available.